Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no down button response due to corroded keypad traces. No button error alarm noted during testing. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test due to no down button response. The device was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported receiving a no delivery and a button error alarm on the insulin pump. Customer stated that he only got 3.9 units of insulin out of the 7 units that he was bolusing when he received the no delivery alarm. Customer stated that he gave himself another bolus and received a no delivery alarm and half the insulin he entered. Customer's blood glucose reading at the time of the call was 261 mg/dl and declined any troubleshooting. No further information reported.